Event description:
According to the reporter, during the video assisted thoracoscopic lower lobectomy, after stapling, the surgeon to remove the cartridge from the bronchus but it did not come out, and about two staples inside the cut line had clearly become deformed and were stuck in the bronchus. The surgeon tried to remove the staples using forceps but it did not come out, and then finally managed to cut them with scissors and remove the cartridge from the bronchus. No additional suturing or resection was performed.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle ( serial # unknown) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptstn, sig power sigadaptstnd linear adapter ( serial # unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. The returned video showed the surgical site during and after the application of a reload. The reload was clamped onto tissue and subsequently fired. Upon unclamping, the right side of the staple line appeared to be caught on the cartridge-side jaw. Further manipulation revealed that several of the innermost staples were not properly formed and remained stuck in the cartridge. The user was eventually able to separate the staples from the cartridge and free the reload. It was reported that there was an issue with staple formation and tissue hang-up. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.